Event description:
During a laparoscopic choleostectomy assistant surgeon noted a shiny piece of metal located on pt's liver. It was retreived with a grasper and was noted to be a very small rivet from the inner grasper that was used during case. The surgery was completed successfully without any delay or injury to the pt.